Manufacturer narrative:
Not returned.

Event description:
Patient's legal representative stated continued sui ,mixed urinary incontinence, abdominal pain ,anterior vaginal mucosa with  a hypertrophic area of tissue at the proximal urethral area.